Manufacturer narrative:
Corrected field: d4 - expiration date null. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho fiber videoscope was not displaying an image. Although it was asked, it was not specified during what type of device usage the reported event occurred and if there was patient injury or medical intervention associated with this event.